Event description:
The patient's grandfather reported that the patient had 2 seizures on 2 separate days and needed a physician. The first seizure the did not use the magnet. Three days later the patient had another seizure. The grandfather said the settings were still low. No further relevant information has been received to date.